Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The >90% stenosed target lesion was located in the calcified and tortuous left coronary artery. Following pre-dilation of the target lesion, a 2.75x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged. The two most distal and proximal stent rows were raised from the balloon and flared. The flaring of the proximal and distal stent strut rows resulted in a "dogboning" effect. This is caused by minimal positive pressure being applied to the balloon causing the stent to flare at both ends. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon had the appearance of having been slightly inflated at both ends. A visual and tactile examination found that the outer was kinked at 100 mm distal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).